Event description:
In 2007, the patient's husband called for assistance in unlocking the keys on the patient's insulin infusion device. While on the call, he mentioned the patient is a very brittle diabetic and is currently in the hospital. He stated that she had elevated blood glucose readings in the 500's mg/dl range. He stated she was throwing up and had ketones in her system. He said she then went the other way and ended up low for which she was hospitalized 2 days ago. He said she is currently on an insulin drip in the hospital. He stated that for the past 12 years they have struggled to control her readings and it is common for her readings to range from 30-500 mg/dl. He then stated he couldn't talk any more now but would call back. On follow up on nine days later, the patient's husband stated the patient was still in the hospital but should be released today. He said he didn't know what caused the elevated readings but did not feel it was product related as the patient was off her infusion device for 2 days at the hospital and her readings continued to be high. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.